Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl. The cause of low bg was unknown. The customer fell and hit their head and received third party assistance from their spouse and son, who provided glucagon shots to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.